Event description:
An alarm was confirmed by telemetry during a pt's refill appointment in (B)(6) 2011. The alarm was not heard by the pt. The pt stated he could not hear the alarm due to nerve damage, however others can hear - including his wife. It was unk when the nerve damage had occurred. It was further reported that a volume discrepancy issue occurred, in which the actual residual volume (arv) was less than the expected residual volume (erv). Specific volume/values were not reported. The physician was noted as being surprised by the lower than anticipated arv. The pump was planned to be checked during a scheduled physician visit on (B)(6) 2011. The next refill was scheduled for (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).